Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqe, kra, dqo.

Event description:
It was reported that during use in patient, this swan-ganz catheter showed an unexpected increase in pulmonary artery pressure (pap) when the balloon was attempted to be advanced into the pa, and balloon air could not be removed or injected. No therapeutic intervention was required based on the increase in pap. The catheter was replaced with a new one, and the issue was resolved. No further information was available. There was no allegation of patient injury.